Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer appears to show a broken curved blade from a harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted liver partial resection procedure, the harmonic ace instrument suddenly broke and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the base. A piece measuring approximately 0.496" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.